Manufacturer narrative:
One tapered screw-vent implant (tsvt4b10) and mount were reported but not returned for investigation. However, the packaging (inner and outer vials) were returned. Visual evaluation of the as returned packaging identified that both inner and outer vials were already opened by the customer. Since the products were not returned, the investigation was performed using applicable instructions for use (ifus), risk files and other available information. Functional testing could not be performed since the products were not returned. Pre-existing condition noted on the per was low bone density ¿ type iii. The reported devices were being placed on tooth #5 (fdi) when the incident occurred. X-ray/picture image was not provided. Appropriate documentation was reviewed. The DHR was not available electronically for the subject lot number (1239953) thus could not be further reviewed at the time of the investigation. A notification to manufacturing has been sent and requested to pull the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the lot (1239953) for similar events and no other complaint was identified. Based on the available information, device malfunction and the reported event could not be verified since the products were not returned. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Last name unknown / not provided.

Event description:
It was reported that fixture mount transfer would not disengage from the implant during surgery at tooth location # 5. Removed implant and placed another implant from inventory to complete surgery. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.